Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the keypad on the insulin pump is unresponsive, except for the up arrow button. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 161 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.